Manufacturer narrative:
The delivery device was returned with the tip bent. Functional testing could not be performed due to the observed damage. A device history records review could not be performed since the lot number of the delivery device was not provided.

Event description:
The surgeon reports performing cataract surgery with an attempted implantation of the li16aor intraocular lens in the right eye using the ex-28 delivery system. During implantation of the lens the surgeon noticed a bent trailing haptic. The incision was enlarged to remove the lens. A second li61aor intraocular lens was successfully implanted. According to the surgeon, the pt's prognosis is excellent. Please reference MDR#: 1119279-2011-00074.